Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and cervix carcinoma stage 0 ('tumor / teratoma / cancer type: cervical carcinoma in situ') in a (B)(6) female patient who had essure (batch no. 636097) inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, cramp in lower abdomen, mood altered, hot flashes, night sweats and uterine bleeding. Concurrent conditions included dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with bupropion hydrochloride (wellbutrin), paracetamol (acetaminophen) and surgery (ablation and supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, cervix carcinoma stage 0, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, cervix carcinoma stage 0, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff claims that essure worsened a previously existing injury/condition. 2 trailing coils visualized on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, cervix carcinoma stage 0. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical records received : lot number added. Incident category updated. Events added- vaginal haemorrhage, menorrhagia, depression, anxiety, cervix carcinoma stage 0. Outcome of event ¿pelvic pain¿ updated to ¿recovering / resolving¿. Verbatim ¿pain¿ clubbed with event ¿pelvic pain¿. Event onset dates updated. Insertion and removal date updated. Treatment products added. Reporter information, patient details, product indication updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 48-year-old female patient who had essure (batch no: 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, cramp in lower abdomen, mood altered, hot flashes, night sweats and uterine bleeding. Concurrent conditions included dysmenorrhoea, depression, anguish, thyroid disorder and menstruation abnormal. Concomitant products included levothyroxine sodium (synthroid) since on (B)(6) 2009, liothyronine sodium (cytomel) since on (B)(6) 2009 and nsaids since on (B)(6) 2009. On (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression,psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish, psych injury"), 10 days after insertion of essure. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have cervix carcinoma stage 0 ("tumor / teratoma / cancer type: cervical carcinoma in situ"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with bupropion hydrochloride (wellbutrin), paracetamol (acetaminophen) and surgery (ablation and supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, cervix carcinoma stage 0, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, cervix carcinoma stage 0, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury / condition. 2 trailing coils visualized on each side. Discrepancy noted: did not undergo essure confirmation test, essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, cervix carcinoma stage 0. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and cervix carcinoma stage 0 ('tumor / teratoma / cancer type: cervical carcinoma in situ') in a 48-year-old female patient who had essure (batch no. 636097) inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, cramp in lower abdomen, mood altered, hot flashes, night sweats and uterine bleeding. Concurrent conditions included dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2017, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with bupropion hydrochloride (wellbutrin), paracetamol (acetaminophen) and surgery (ablation and supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, cervix carcinoma stage 0, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, cervix carcinoma stage 0, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plantiff claims that essure worsened a previously existing injury/condition. 2 trailing coils visualized on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, cervix carcinoma stage 0. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc(product technical complaints). Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), cervix carcinoma stage 0 ('tumor / teratoma / cancer type: cervical carcinoma in situ') and genital haemorrhage ('general abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 636097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, cramp in lower abdomen, mood altered, hot flashes, night sweats and uterine bleeding. Concurrent conditions included dysmenorrhoea. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression,psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish,psych injury"). On (B)(6) 2017, the patient was found to have cervix carcinoma stage 0 (seriousness criterion medically significant), 7 years 10 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy"). The patient was treated with bupropion hydrochloride (wellbutrin), paracetamol (acetaminophen) and surgery (ablation and supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the menorrhagia, cervix carcinoma stage 0, vaginal haemorrhage, depression and anxiety outcome was unknown and the genital haemorrhage, abdominal pain and hypersensitivity had resolved. The reporter considered abdominal pain, anxiety, cervix carcinoma stage 0, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the plaintiff claims that essure worsened a previously existing injury/condition. 2 trailing coils visualized on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : menorrhagia, cervix carcinoma stage 0. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : following events were added : abdominal pain, allergy. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.